Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: no other complaints of this batch/code. Batch record review: reviewed the batch manufacturing record and found no defects at in-process inspection. Process cards show no abnormalities. This product had a normal process and the results during the process fulfill OEM requirements. No samples received for evaluation, no samples in stock; therefore, our investigation is based in a retrospective review to the production process, which fulfill with all the specifications. Conclusions: the complaint is not corresponding.

Event description:
Country of complaint: (B)(6). Suture breaks below the knot during use. Required use of different suture.